Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy approx one month prior to report date. It was reported the pt was dry upon closing, after using several firings at the atw35. Surgeon did indicate that she was a heavy bleeder anyway, but was dry upon closing. Post-operative pt showed signs of bleeding and dr chose not to re-scope, so dr transfused the pt. Dr also indicated that dr believed pt had some bleeding from a port site (reusable trocars, not ees products). Blood was transfused and the hosp stay was extended approx one day. No info on the device was available.